Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating there was a broken speaker solder connection. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was no speaker sound at start up test. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.